Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 1.7, lab: 4.4. Pt's therapeutic range: 1.7-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.7, reference: 4.4, mean: 3.05, confidence limits: 1.8-4.2. Analysis of customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing performed on 02/20/2012 revealed that result comparisons met accuracy criteria. At least two out of three replicates for both donors are within the allowable bias (+ or -) for accuracy. No further investigation will be pursued at this time. Per complaint issue, pt is taking antibiotics and pain medication. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." (B)(4). Action threshold (B)(4) was reached. Strip lot in complaint has strip code ss4mn with brick lot #257204, which was assigned and packaged into 6 strip lots (270162, 270497, 269015, 270158, 269014 and 270103). (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no action is required at this time. This complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.